Event description:
It was reported that the patient presented for a cardiac resynchronization therapy (crt) implant procedure. During the procedure, after all leads were positioned and secured in the pacemaker header, final fluoroscopy revealed reduced lead slack and dislodgement of the left ventricular (lv) lead. Loss of capture of the lv lead was also noted. The lv lead was subsequently disconnected from the pacemaker and repositioned. While the physician was securing the lv lead into the header, the set screw fell from the pacemaker. As a result, the pacemaker was not used and was replaced. The patient remained stable throughout the procedure.